Manufacturer narrative:
Based on the information provided, it is not known what role, if any, the lava ultimate crown may have played in this reported event. Other factors, such as prior tooth history, may have played a role in the need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year-old female patient who required root canal therapy on tooth #30. This tooth had a lava ultimate cad/cam restorative for e4d crown seated on (B)(6) 2014, because very deep decay had been experienced beneath a prior large amalgam restoration. On (B)(6) 2016, the lava ultimate crown, along with the core build-up, debonded; a root canal was required.